Event description:
It was reported that universal surgical manipulator (usm) arm 3 keeps floating even when not clutched. The customer confirmed that all the other arms were docked with no error messages on the system logs. The customer power cycled the system; to resolve the usm arm 3 clutching issue. The surgeon was able to take control of usm arm 3. The procedure was completing as planned with no reported injury. Intuitive followed up and obtained additional information. Issue did not occur with the surgeon¿s head inside the surgeon console.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer performed a mid-procedure hard power cycle restart using the emergency power off (epo), resolved the problem. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.